Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a sensation micro oval snare was used during a joint colonoscopy/polypectomy procedure on (B)(6), 2010. According to the complainant, during the procedure, the device failed to cut through the polyp tissue. Additionally, the snare failed to cauterize the polyp tissue. No damage was noted to the handle. The complainant also noted some difficulty in removing the device from the colonoscope. Once the device was removed, the physician used another sensation micro oval snare to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.